Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain. Update 4/26/2016, 4/27/2016 medical records received. Attorney letter and medical records reviewed for MDR reportability. Doi for right hip was (B)(6) 2006 and will be updated. Attorney letter reported severe inflammation, severe pain, tissue and bone loss, metallosis, elevated metal ions, pseudotumor and painful revision surgery. Revision surgical report noted brown murky fluid consistent with metallosis, no large pseudotumor and lytic (osteolysis) areas of the femur between the sleeve and bone. Stem is being added for allegation of elevated metal ions without lab results.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/29/16-pfs and medical records received. After review of the medical records for MDR reportability, a correct doi was provided. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Correction: consumer marked in error on previous medwatch. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the femoral stem product/lot combination(s) since release for distribution. A review of the device history record(s) for the liner and femoral head associated with this complaint was not required per (B)(4). Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear.